Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Dir of nursing reports that a "small slice was noted in an arterial line." The slice was noted during a pt treatment. No reported injury. Will follow-up with clinic. 12/18-spoke with dir of nursing who reports that the "slice" was located on the mainline tubing inbetween the pump segment and the dialyzer connector. The reported blood loss was greater than 20cc but less than 100cc, from the leak and loss of blood in the tubing. The line was changed and the treatment was completed without further incident. The pt was stable and did not require any medical intervention. The chief technician reports that the line is available for evaluation. A response letter and mailer have been sent to the facility. A medwatch form has been filed for blood loss only.